Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the caller requested assistance putting ins into MRI mode but was receiving message of "device not responding." While technical services (ts) was confirming that caller was using the correct app, patient's wife mentioned that the ins is dead. Patient's wife stated they worked with manufacturer representative (rep) last weekend and they were discussed replacing the ins/system with MRI compatible system and the rep talked with doctor. It was unclear who the doctor was and if they were familiar with the device. The issue was not resolved through troubleshooting. Ts attempted to gather additional information about the ins being dead but patient's wife was distracted and ts was unable to get further details. Ts reviewed that MRI is not recommended if ins status can't be confirmed and that ins, or the entire system. Would need to be replaced/explanted and that would require a surgical procedure. Patient's wife stated patient has had a stroke and at this point, they think the system should just be removed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.